Event description:
Customer reported a past incident of low blood glucose, during which they experienced a significant drop to 35 mg/dl and lost consciousness. Cause was not known. Medical technicians visited their home, resulting in the customer being admitted to the hospital. Reportedly, they were released the same day after being treated with glucagon. Treatment resolved the issue and there was no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.